Manufacturer narrative:
In the case description, the user mentioned being unable to activate new pods. Inspection of the android log files downloaded from the returned controller confirmed the reported activation issues. The audit logs showed that the controller started encountering failedtosend errors when sending status request and other commands to the pod. The audit logs then show that the user was unable to successfully deactivate the pod due to the failedtosend errors and was forced to discard the pod. All subsequent attempts to complete activation were unsuccessful as the user was unable to get past step 1 of activation. The engineering logs show that when attempting to activate a pod, the controller continued to encounter failedtosend errors, before getting a failedtoconnect error on a different attempt to activate the same pod, before then getting a no pod found message as the controller ignored the pairable pod. During testing of the controller, the controller was unable to pair to two known good pods. The pods were heard to double beep after being filled with air, indicating that the pods awakened. All attempts to activate the pods with the returned controller resulted in no pod found messages. Attempts to restart the application to get pods to pair was unsuccessful. The controller was unable to pair with any known good pods, replicating the reported event. The exact cause of the send and connection failures, as well as the controller ignoring pairable pods could not be determined.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level. It was also reported that the controller was not communicating. The patient was treated with d50. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.